Event description:
At this time this lead remains implanted. An x-ray confirmed that the lead position was acceptable while pacing impedances remain out of range. This lead remains implanted.

Manufacturer narrative:
Additional information suggests that this patient has recently had some trauma in the chest from an autistic young person and impedances measurements are > 2000 ohms. Technical services discussed seeing a physician as soon as possible. At this time, no additional intervention has taken place. Upon further information, this event will be updated.

Manufacturer narrative:
Upon additional information, this event will be updated.

Event description:
Boston scientific received information regarding a possible dislodgment of the right ventricular (rv) lead. In addition, out of range impedances were noted. Technical services suggested contacting the physician for further follow up. No adverse patient effects were reported.